Manufacturer narrative:
(B)(4). Information received from the facility nurse indicates the patient begain peritoneal therapy in 2008 with dianeal ambuflex and ultrabag therapy. The patient was using both products at the time of the event. Information was received from the patient's husband indicating the patient had expired. A call was placed to the facility nurse on (B)(6) 2010 and the following information was received: the facility nurse confirmed the patient was admitted to the hospital on (B)(6) 2010 with a diagnosis of peritonitis. During the hospitalization, the patient was placed on hospice care. On (B)(6) 2010 the patient was discharged from the hospital. At that time, the family made the decision to stop peritoneal dialysis. The patient's last day of peritoneal dialysis was (B)(6) 2010. The patient expired on (B)(6) 2010. The nurse indicated she does not know if an autopsy was performed nor does she know the listed cause of death. The nurse stated that the death was most likely due to the disease process.

Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the urgent product recall letter dated january 12, 2010. During call, the home patient stated there was too much fluid in her body and she was in the hospital. The home patient stated she was admitted on (B)(6) 2010. Product surveillance received follow-up information via email from global pharmacovigilance: during follow-up with the nurse the following information was obtained: in 2008 the patient began pd therapy with dianeal pd4 ambuflex (11.5 l/day) and dianeal pd4 ultrabag therapy (2 l/day). The patient was using both at the time of the events. On (B)(6) 2010, the nurse clarified the patient was admitted to the hospital for peritonitis manifested by severe abdominal pain and cloudy effluent and not due to having too much fluid in her body. The nurse stated when the patient was admitted she did have fluid overload of the tissues evident by 10 # weight gain. The nurse stated the patient did not have an overfill or iipv it was fluid overload. On (B)(6) 2010, the patient's peritoneal effluent analysis and culture were drawn. The nurse stated the culture grew out staphylococcus warneri. The patient was treated with vancomycin (ip) and gentamycin (ip). The nurse stated that after being on antibiotics for 48 hours that the patient fluid overload was resolved. On (B)(6) 2010, the patient was transferred to hospice. The nurse said the patient was transferred to hospice because the family had decided to withdrawal pd therapy. On (B)(6) 2010, the patient stopped pd therapy. The nurse stated at the time of this report, the patient is still in hospice. The event of peritonitis was considered to be improving as the patient no longer had abdominal pain and the fluid was clear. The event of fluid overload was related to the patient having peritonitis and was unrelated to dianeal therapies. The event of peritonitis was due to a touch contamination and unrelated to dianeal therapies.

Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation could be performed. A follow-up report will be submitted if any additional information becomes available.